Event description:
The customer contact reported the device delivered faster than intended. The device was returned from intensive care unit (ICU) to the biomedical department with an unsigned note that stated, "infuser pca faster than rate set." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at user facility. A review of the history indicates that on (B)(6) 2013 between 0000 and 0654, there was a new day stamp, there were 2 empty syringe alarms, door was opened 3 times, 2 check vial alarms, 2 check syringe alarms, 2 check injector alarms, twice confirmed fentanyl 20 mcg/ml, settings retained, continuous mode, continuous rate at 100 mcg/hr, with no dose limit set, door was locked 3 times, infusion started 3 times and 854 mcg shift total was cleared. Between 1223 and 1314, there was an empty syringe alarm, 1 check vial alarm, 1 check injector alarm, 1 occlusion alarm, 1 infuser paused alarm, previous settings retained, door was opened and locked twice and infusion was started twice. Between 1330 and 1442, the door was opened 10 times, 646 mcg shift total was cleared, door was locked 9 times, setting was changed to 150 mcg continuous rate, setting confirm no, setting was confirmed, infusion was started 6 times, there were 6 occlusion alarms, 2 check setting alarm, 6 infuser paused alarms, 5 check vial alarms, 6 check syringe alarms, 1 bar code not read alarm, 4 check injector alarms, fentanyl 20 mcg/ml was confirmed 3 times, settings retained 3 times, and settings confirmed 3 times. At 1443, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.